Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope has no image. A visual inspection was performed and showed the scope to have distal tip and fiber damage and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during surgery, there was a dark image on the device view. A backup device was available to complete the procedure with no delay and no patient injuries. Attempts were made to retrieve further information but no response was received from the complainant.